Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt#: 3006513822-2024-00029 was a duplicate record and was opened in error. The event details are being captured under complaint file#: (B)(4) and was reported to the FDA under MFR rpt#: 3006513822-2024-00030. H10: d4 (expiration date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that two months and seven days post an index procedure using a drug-coated balloon catheter in the cephalic vein arch, the subject had an adverse event of surgical revision and stenting which required stent grafting of the target lesion and fistula revision with aneurysm repair and banding. Reportedly, the re-intervention was successful, and the outcome of the adverse event was resolved. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 07/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that two months and seven days post an index procedure using a drug-coated balloon catheter in the cephalic vein arch, the subject had an adverse event of surgical revision and stenting which required stent grafting of the target lesion and fistula revision with aneurysm repair and banding. Reportedly, the re-intervention was successful, and the outcome of the adverse event was resolved. The current status of the patient is unknown.